Event description:
A customer contacted baxter's technical service center regarding not receiving the field corrective action (fca) letter for the homechoice (hc). Home patient (hp) stated he did not receive fca letter and wants one mailed. Technical service representative (tsr) sent request. The hp reported that a few weeks ago, his hc machine overfilled him and he had to have surgery for a hernia that it caused. The hp also stated that his catheter needed to be moved to the other side of his abdomen. The hp stated he has been on hemodialysis therapy since then. The hp had no further information about the potential increased intra-peritoneal volume (iipv). On (B)(6) 2010, the patient's peritoneal dialysis (pd) nurse provided the following information: the hernia the patient contacted product surveillance about is a pre-existing inguinal hernia and three physicians, a surgeon, and the nurse have tried to explain to the patient that an inguinal hernia exists at birth and when you start having fluid in the peritoneum, the hernia may or may not leak, causing scrotal swelling. The nurse indicated that the patient is dry during the day and that the incident of scrotal swelling happened on (B)(6) 2010 with the patient's first fill of the night. The nurse stated the patient's largest prescribed fill volume has been 2500ml since the patient started homechoice (hc) therapy in (B)(6) 2010. The nurse indicated that on (B)(6) 2010, during his first fill, the patient saw that his scrotal sack was swelling from the pre-existing hernia, he stopped the hc cycler, put it in manual drain and filled again and so double filled his scrotal sack. However, the nurse indicated that there was no peritoneal overfill involved, only a swelling of the patient's scrotal sack. The nurse indicated that around (B)(6) 2010, the patient received the hc fca letter and that made him believe the incident was due to the hc cycler. The patient indicated to the nurse that his hc's serial number was on the letter and the nurse has told him that the letter contained no serial numbers, as she received the exact same letter. For this reason, the nurse is requesting that the hc cycler be replaced with another as she and the patient's physicians are unable to convince the patient that his hernia and scrotal swelling had nothing to do with the hc cycler. The nurse indicated that the patient has been on hemodialysis since (B)(6) 2010 when they placed the patient on it to try to get scrotal swelling down. The nurse stated the scrotal swelling is completely gone, the patient had surgery to repair the hernia, and had a new catheter placed on (B)(6) 2010. The nurse indicated that now they are just waiting to receive a replacement hc to restart the patient on pd therapy. No further information is available.

Manufacturer narrative:
(B)(4). The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). The device involved was received for evaluation. A review of the previous service record (february -2010) for this homechoice device was performed on. The review revealed the device passed all required tests and calibrations prior to being released from the tampa bay facility. No issues were identified that could have caused the reported issue of patient symptom. When received, the device had the following parameters programmed: therapy: continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), therapy volume: 12000ml, therapy time: 10:00, fill volume: 2400ml, last fill volume: 200ml, initial drain alarm: 50, cycles: 5, calculated dwell: 01:29, drain volume %: 85, last manual drain: no. Therapies performed with the following parameters programmed: therapy: ccpd/ipd, therapy volume: 12000ml, therapy time: 10:00, fill volume: 2900ml, last fill volume: 200ml, initial drain alarm: 50, cycles: 4, calculated dwell: 01:53, drain vol %: 85, last manual drain: no. The homechoice device passed the returned instrument test evaluation (rite) functional testing and home choice electrical leakage tests. Internal and external visual inspections performed revealed no problems. The event log contained patient therapy data from (B)(6) 2010 to (B)(6) 2010 and recorded no device anomalies and no instances of increased intraperitoneal volume (iipv). The log shows that the fill volume was changed from 2900 ml to 2400 ml prior to being returned for evaluation. The therapy log recorded therapy information from (B)(6) 2010 to (B)(6) 2010 and recorded that 5 of the last 6 therapies performed had positive total ultrafiltrations (uf) with the last 5 therapies being positive. The log recorded multiple bypasses being performed during each of the last 6 therapies and no manual drains performed during these therapies. The alarm log recorded patient alarms from (B)(6) 2010 to (B)(6) 2010 and had recorded low drain volume, drain not finished, fill not finished, refill not finished and system error (se) 2084 alarms. A low drain volume alarm will occur when a low-flow and/or no-flow condition occurred before the programmed minimum drain volume % (or initial drain volume) was completed. A drain not finished alarm will occur when an attempt has been made to bypass the drain phase and it has not yet been completed. A fill not finished alarm will occur when an attempt has been made to bypass the fill phase and it has not yet been completed. A refill not finished alarm will occur when an attempt has been made to bypass the replenishment portion of the dwell phase and it has not yet been completed. A se 2084 (illegal door open) will occur when the door was opened while the device was pumping fluid. A review of the cycle by cycle uf log revealed no ufs that exceed the current iipv drain criteria. The patient symptom of hernia was unable to be confirmed in the logs or duplicated during the evaluation. Issues such as these are patient symptom in nature and would not be recorded in the logs or duplicated during the evaluation. The assignable cause was undetermined. The evaluation identified no failure or malfunction that could have caused or contributed to the reported difficulty. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required